Event description:
User received injury to eye. Date incident occurred was not provided. User was opening an ampule of ise standard low, when a small glass splinter "skipped" into the eye of the user. The user was not wearing protective equipment at the time. The glass splinter was removed from the eye with tweezers and eye irrigation solution. User is no longer under treatment; eye drops and ointment were prescribed. The package insert for the calibrator instructs the user to "exercise normal precautions when handling laboratory reagents". The operator's manual, safety information section, provides warnings in regards to injury through reagents and other working solutions. This section also instructs the user to "...observe the information given in the material safety data sheets (msds) available for roche diagnostics reagents and cleaning solutions." The msds sheet for this product instructs users to wear appropriate eye protection to prevent eye contact. If additional information is received, appropriate notification will be provided.